Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment had excessive vibration when running over 50,000 rotations per minute (rpm). It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. It was not reported if there were any reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the bearings were worn out, loose and no longer in axial alignment causing the attachment to vibrate. The assignable root cause was due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.